Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy irritation. The patient was given a cortisone prescription from her physician. The irritation improved after using the prescribed cortisone cream.